Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-01. The patient reported that the programming needed changed on the spinal cord stimulator. The patient reported that she had to have another back surgery and wasn¿t getting the coverage she needed. The patient reported that a manufacturer¿s representative (rep) met her at her doctor¿s office and gave her a new program to use. The patient reported that the issue was resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. Information was reported that a patient believes she is in need of some programming because the stimulator doesn't seem to be doing what it is supposed to be doing/used to do. The patient stated she had a very large back surgery and a few months after the surgery patient noticed reported therapy issue. Patient mentioned she was very numb after her large back surgery. No further complications were reported. No additional patient symptoms.